Event description:
Healthcare provider reported left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: broken, underweight, crease fold, wear abrasion, white particle in the shell and device appearance (observed 40 mm dark patch edge material inside gel device.). A microscopic analysis was performed which identify crease sharp broken in the posterior. Based on the device analysis the final assessment is: a crease sharp broken in posterior assessed to a fold flaw broken.

Event description:
Device was explanted.